Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported in the journal article that one patient experienced infection with the same microorganism as in the first septic revision 12 months postoperative. Indication of revision surgery is not given. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using dfmea: - infection due to failure of sterilization procedure due to supplier process / design of the device => possible: as the lot number of the affected devices was not shared, the sterilization certificates could not be reviewed. However, single use sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it can be assumed, that the product did not cause or contribute to any patient infection. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - infection due to wrong re-sterilization procedure for sterile delivered parts => possible: as the sterilization procedure performed by the hospital was not shared, it cannot be excluded that a wrong procedure was followed. However, the appropriate IFU of the device (chapter "re-sterilization) describes the re-sterilization process. As the lot numbers of the affected devices were not shared, the sterilization certificates could not be reviewed. - infection due to proposed re-sterilization procedures do not provide sterility => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. As the other implanted devices (the cup, liner and head used are unknown) the dfmea of this devices could not be reviewed. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Conclusion summary it was reported that the patient was infected with the same microorganism as in the first septic revision. It is therefore assumed, that the source of infection was not extirpated and the products used did not contribute to the infection. The products were not returned for investigation. As the lot number of the affected devices were not shared, the sterilization certificates could not be reviewed. However, single use sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it can be assumed, that the product did not cause or contribute to any patient infection. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan hip stem (catalogue number unknown) on an unknown side (exact date not reported). Currently, the patient is being monitored due to infection.